Event description:
Using imaging guidance, a needle was introduced into the left renal collecting system via an inferior pole calyx. A wire was then passed through the needle into the renal pelvis and mid ureter under fluoroscopic guidance. The needle was then removed and a 4french catheter was placed over the wire. An antegrade nephrostogram was then performed. A 0.035 wire was advanced through the catheter into the bladder. The skin was dilated and then removed and a 8.5 french percutaneous nephroureteral stent was placed with the cope loop formed within the renal pelvis and bladder. Antegrade nephrostogram demonstrates a nondilated system with multiple renal calculi within the inferior pole calyceal system, nonobstructing. There is a retained foreign body projecting adjacent, but not within, the urinary collecting system, unable to be retrieved.manufacturer response for terumo radifocus glidewire, angled, (brand not provided) (per site reporter).======================